Event description:
According to the reporter, the larger end of the double drill sleeve (p/n 323.36) broke apart from the barrel where the solder joint is. The sleeve stayed on the drill bit. The surgeon selected another sleeve to complete the procedure. No pieces to be retrieved, no extension of time for the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.